Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. It was reported that the physician's name is dr. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during an endoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy. The same event happened with the second resolution clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.